Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. There was no button error alarm on the insulin pump and no traces of moisture on the electronic or motor assemblies during the visual inspection. The device was received with cracked case at the lcd window corners and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 450 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the insulin pump fell into the water while it was raining outside and they received a button error alarm. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.